Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room due to hyperglycemia. The patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodged. The patient was treated with an insulin correction shot and placed on a serum drip for rehydration. The patient was released after 6-8 hours.